Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rexg0322 showed no other similar product complaint(s) from this lot number.

Event description:
Ref vol report number (B)(4).